Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. It should be noted that the perclose proglide instructions for use (IFU), states: prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. It is unknown what specific violation of the IFU may or may not have occurred. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Removed device code 2616 replaced with 1142.

Event description:
Additional information received: operator believes one device was user error, but in one the knot formed outside the device. "Both seem to be cuff miss".

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified artery was attempted with proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both devices did not deploy correctly. No additional information was provided.